Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: neu_unknown, serial# unknown, product type: unknown. (B)(4).

Event description:
It was reported that during a refill the old drug that was aspirated from the pump was dark in color. The actions required as a result of the event included sending out the drug to test for abnormalities. The product issue was not resolved and the cause of the issue was not determined. The patient had no symptoms. At the time of report the patient¿s status was alive ¿ no injury. It was later reported that the residual lioresal that they aspirated from the patient¿s pump had a significant yellow color to it. They aspirated what they expected from the reservoir and were able to inject the expected amount. The health care professional didn¿t think they would have been able to aspirate extra fluid without the amounts being off. The hcp did not believe that the reservoir was rinsed with saline at the refill. The pump was used to infuse lioresal.